Event description:
Clinicians are developing skin irritation due to excess powder. The powder is on the inside of the glove only. The customer reports that they have to change their scrubs due to the large amount of powder on their hands when they wipe them on their scrub pants. There were no medical intervention required.